Event description:
Device issue: none. Adverse event: mi and stent thrombosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2009, the pt underwent stenting in the predilated proximal circumflex artery with one xience v stent. On (B) (6) 2009, the pt experienced angina (chest pain radiating to back and jaw, sweating). The pt was admitted to the hospital and was administered heparin and oral nitroglycerin tablets which relieved his symptoms. ECG showed left ventricular hypertrophy and st segment depression. The pt's condition resolved on (B) (6) 2009 and the pt was discharged. Abbott vascular medical safety monitors assessed this event as a myocardial infarction caused by a probable late stent thrombosis. Add'l info received states that the pt died on (B) (6) 2010 from an intracerebral hemorrhage; however, this is not related to the device. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina, ischemia, myocardial infarction, thrombosis, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Additionally, angina, EKG changes, enzyme elevation, ischemia, myocardial infarction, thrombosis, and restenosis are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.